Manufacturer narrative:
Concomitant products: product ID 37754, lot# unknown, product type recharger; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that a patient¿s device was revised on (B)(6) 2013. Ten days later, it was reported that a patient¿s implantable neurostimulator was flipped, surgery corrected this, and the patient was fine. Additional information has been requested but was not available as of the date of this report.